Event description:
It was reported by service report that the power cord was missing its ground prong and the power prongs were bent and loose; there was intermittent power to the bed. No pt involvement or adverse consequences were reported.